Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
The trial patient reported went to get her dressing changed in her doctor¿s office this week and felt as if her leads have migrated or been changed by the doctor. Stimulation was adjusted where patient did feel it comfortably. The issue reported as unknown if resolved at the time of this event. No further patient complications have been reported as a result of this event" in the event description.